Event description:
Pt admitted on (B)(6) 2016 due to an elevated ldh of 905. A bivalirudin drip was initiated which decreased the ldh to the 700's. A cardiac morphology CT was performed which did not reveal a thrombus in either the inflow or outflow cannulas. Tte showed a decompressed lv. Due to the fact that the ldh did not return to normal, the pt was taken to the operating room on (B)(6) 2016 or a lvad pump was sent back to st. Jude for eval. Of note, the pt has been maintained on coumadin, aspirin and persantine since the pump exchange on (B)(6) 2016.